Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4). Device: 5076-45 implantable pacing lead, implanted: (B)(6) 2010; 5076-52 implantable pacing lead, implanted: (B)(6) 2010.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after device system implanted. The cause of death has been requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eleven months after device system implanted.the cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.